Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0q1ge, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were still urinating a lot at night. It was indicated that they had increased the amplitude on the current program, but had not seen a change. They did not feel stimulation in the correct area on program 4. It was noted that they tried increasing stimulation on programs 1-3, but did not feel stimulation. When they changed back to program 4, they felt too high of stimulation at 7.9v, but lowered to a comfortable level. The patient had an appointment scheduled for (B)(6) 2016 to address the symptoms and programming.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0q1ge, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a sudden loss of therapy in (B)(6) 2015, noting that they did were getting up 2-3 times at night to urinate and did not have bowel movements. The patient had been going to physical therapy for lower back issues and had been receiving a massage near the implanted components. Additionally, the patient had been drinking more during the day due to the hot weather, but stopping at 6 pm. The patient was unable to increase settings. Stimulation was not felt, but it was determined that the therapy was off. Button use was reviewed and it was possible that the patient may have unknowingly turned stimulation off. After turning the device back on, the situation still had not resolved, but it was reviewed that it takes time for the body to respond to therapy. However, the issues still had not been resolved 3 weeks later. Patient never received therapy guide. The patient was indicated for gastrointestinal/pelvic floor.